Event description:
Caller reported receiving an occlusions alarm. There was no adverse impact to the customer's blood glucose level. Caller declined further troubleshooting and mentioned receiving a replacement but did not provide further information. The case was closed as per the resolution procedure.